Event description:
Pt with internal pacemaker failure was on telemetry. The pt also had the EKG leads on, which were connected to the defibrillator and the pacing pads, which were not connected to the defibrillator. During the shift check of the defibrillator unit, the pt received a shock when the paddles were discharged. The pt lost consciousness and needed several pre-cordial thumps before responding. A physician who was holding the pt's hand at the time, also received a shock and was dazed for a few seconds.